Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator; product ID: 3387s-40, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient was having an MRI to check lead location because the patient alleged the device was not helpful for tremor. The caller stated this was always the case but then said it was actually not helpful for tremor after an infection and subsequent lead explant in (B)(6) 2017. The caller also reported high impedances. It was reported the patient had high impedances on right side monopolars: c8 4300, c9 5500, c10 7000, c11 8500, no further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389s-40, lot#: va1bt1t, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the lead placement issue was not accurately seen by x-ray. The surgeon was not clear where the lead was placed. The cause of the high impedances was unknown. The surgeon ordered a CT scan to see if that could identify the lead placement issue. The issue was initially identified by a rep who no longer is with the company. There were no further complications reported.